Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to perform any tests due to blank display. Pump received with broken battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level unknown. The insulin pump will be returned for analysis.